Event description:
The user facility reported that a 018 straight navicross catheter was advanced in the tp trunk over the .014 glidewire advantage. The physician then tried to pass the navicross through a tight lesion into the patient. He had trouble pushing it over the wire. The physician then said it felt as if the catheter popped through. Once he retracted the navicross catheter back into the tp trunk, we saw remanence of what appeared to be the hydrophilic coating sluff off in the patient vessel. The physician removed all equipment from the patient's vessel and there were two pieces of foreign body left behind. We had to snare the two pieces of black remanence out. The procedure was a peripheral angiogram. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 11oct2024: the sample was in the body and removed. The patient was stable. The procedure was completed after the removal of the foreign body. The additional devices used were a .014 glidewire advantage and snare to remove the foreign body. The patient was intubated and under a drape, making it hard to visualize.